Manufacturer narrative:
The impella device was not received from the customer. Therefore, the investigation of the device was not possible. Should the device or any new information be received, a supplemental report will be filed.

Event description:
The complainant reported a patient was implanted with an impella cp for mechanical circulatory support. The patient had been in and out of atrial fibrillation. Four bolus of amiodarone have been given. Dobutamine went from seven to five. The doctor spoke with the family regarding plans for recovery. An echocardiogram was done at bedside and the patient expired.

Manufacturer narrative:
The investigation of the reported failure mode has been completed. No product was received for evaluation. Arrhythmia: the root cause of the arrhythmia was unable to be determined due to insufficient clinical details. Device history review: the device passed all the post sterile inspection